Event description:
Information was received that device will not turn on, no power. No adverse effects reported.

Manufacturer narrative:
Other, other text: returned device was received in decent physical condition. The device had an outdated pcb and power switch as well as a worn line cord, and broken pole clamp. During the evaluation of the device the power switch had become disconnected from the pcb. This was determined to be the cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.